Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 24/jun/2019 and inspection of the unit was performed on 26/jun/2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, light carrying bundle bundle has less than 70% transmission, primary operation channel resistance, elevator body sticking, biopsy insulation ring deformed, image dark, passed wet leak test, passed dry leak test, umbilical cable single buckled under pve root brace, suction tube twisted/kink. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion.